Event description:
A hospital in (B)(6) reported, via a distributor, that the heater wire pins of 6 rt127 infant breathing circuits were bent. The distributor further stated that it seemed to have happened during the heater wire adaptor insertions. This was found during pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: one of the six rt127 infant breathing circuits was returned for investigation. It was visually inspected for bent pins and performance tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. A visual inspection revealed that both heater wire pins in the inspiratory tube were bent. This prevents the heater wire adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. This is not considered to be high risk over a short period. (B)(4).